Event description:
Date of the event is unk. Customer reported the lower y site fell off of the administration set. No pt harm reported and no other pt or event details available. The administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
Pt info requested, and all available info is included.